Event description:
It was reported that during the implant attempt, the ventricular set screw on the device "got stuck". It would not cause the screwdriver to rachet, even though the lead would not come out. The physician could not loosen the screw. The grommet was then removed and the physician was able to get the screw loose enough to remove the lead. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated the set screw was found in the connector bore.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.